Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down keypad buttons sticking and not responding when pressed. In addition, reported that none of the keypad buttons are springing back when pressed; however, the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.